Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), there was an unknown complication at the access point from the introducer. The procedure was abandoned and the patient was monitored post-operatively. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.